Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the tube under filled. The following information was provided by the initial reporter: (1 of 3). It was reported that customer complained of having frequent sample underfill.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photos revealed that the level of liquid is below the fill line mark on the label; however, the fill line is not the minimum draw. A tube was filled to the minimum of 1.62ml. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the tube under filled. The following information was provided by the initial reporter: (1 of 3) it was reported that customer complained of having frequent sample underfill.